Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the stapler would not fire the reloads completely. The blade would expose prematurely, leaving a row of staples. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) had not received the da vinci reload. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. However, the sureform 60 stapler instrument that was used with the reload was returned and failure analysis testing has been completed. The instrument was found to have firing failures based on log review, but these failures were not replicated during in-house testing. A review of dsp logs showed 3 firing failures. The stapler was tested in-house, and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument moved intuitively with a full range of motion in all directions, and the grips opened and closed properly. The complaint was confirmed based on failure analysis.